Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our instigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt the device displayed "defib fault 72," "defib fault 76," and "defib disabled" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.